Manufacturer narrative:
(B)(4). Approximate age of device: 1 year, 2 months. The evaluation of the returned device revealed the presence of thrombus which could have contributed to the reported low flow alarms confirmed via the submitted system controller log files. Upon disassembly of the device, a large thrombus formation was found surrounding the outlet bearing ball and lodged between all three blades of the outlet stator. The thrombus lacked laminated layering, suggesting that it did not initially form in the outlet stator; however, its origin could not be conclusively determined. The areas of denaturation on the thrombus as well as the contact marks present on the outlet portion of the rotor and the outlet bearing cup indicate that the thrombus was present while the pump was operating; however, a duration of time for which it was present in the device could not be determined. The thrombus was occluding the majority of the blood flow path through the outlet stator and could have contributed to a decrease in blood flow, resulting in the reported low flow alarms. The evaluation could not determine a specific cause for the development of the observed thrombus formation. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the device under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient presented to the emergency department (ed) early in the morning on (B)(6) 2016 with incessant low flow alarms. The patient had exchanged the system controller on (B)(6) 2016 due to low flow alarms, which ceased temporarily after the system controller exchange. The low flow alarm began again in the morning on (B)(6) 2016 when the patient presented to the ed. The system controller was exchanged again in the ed but the low flow alarm never ceased. The lvad was believed to not be working upon examination. Incidentally, it was reported that the patient had a history of a slit in the driveline at the exit site which had been revised to expose the slit in order to tape the site. Review of the submitted log files from the three system controllers by the manufacturer's technical services representative revealed constant low flow events throughout all log files. It was reported that the patient was taken for an emergent lvad exchange that evening. No further information was provided.